Manufacturer narrative:
The technician found the brake steer caster has a deep groove in the middle of the rubber wheel and the brake and steer functions are setting but not holding firmly. The technician replaced the brake steer caster to resolve the issue.

Event description:
The technician alleged the wheel is broken and brake casters are not holding. No patient impact.